Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic on (B)(6) 2018. Stored records revealed non-sustained right ventricular undersensing on the implantable cardiac defibrillator. It was occuring during a slow ventricular tachycardia episode. The device was explanted and replaced on (B)(6) 2018. No further information was available.

Event description:
New information received on january 25, 2019 states that patient was stable post device change out procedure.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the device image. The device behaved as programmed. Device was tested on bench and no anomalies were noted.